Event description:
It was reported that the pump stated that there was drug still left, but the bag was empty. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump stated drug still left, but bag empty. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.